Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside a bd luer-lok¿ syringe with attached needle. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: 48 samples of 3ml syringe were received, 4 without package, 2 in opened package using tape for re-sealing, 42 in sealed package, confirmed to be from lot 7030840. Samples were visually evaluated, no defect found in the product. Product defect not confirmed based on evaluation. DHR review for batch 7030840(p/n 309570): manufacturing date 2/18/2017-2/23/2017, batch size was (B)(4). No quality notification was created, batch 7030840 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Root cause not applicable since product defects were not confirmed.